Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: a retained cartridge was evaluated by product analysis on (B)(4) 2014 with the following findings: a retain sample from the same lot number was tested. No failures were observed during the cartridge lot review. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test performed with no failures observed; a leak test was performed with no leaks observed. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #2: date of submission 27-jun-2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2019 with the following findings: review of the black box data revealed records from the date of the alleged loss of prime issue on 28-mar-2014 had been overwritten due to continued use of the device after the alleged event occurred. The black box data contains records from 27-sep-2016 through 04-oct-2016. On investigation, the pump powered on normally and rewind, load and prime successfully completed. The pump was exercised for 12 hours without any loss of prime, errors, alarms are warning occurring. The force sensor module was evaluated and found to be operating within required specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.